Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the there was a high risk of losing the visibility of the clip delivery system (cds) tip due to a large left atrium. Two clips were successfully implanted. During retraction of the second cds, the tip of the cds was lost from the transesophageal echocardiogram (tee) image. At that time, when the sgc torque was moved in the ap direction, it was thought that the sgc had contacted the atrial wall near the atrial septum. After the procedure, tee confirmed an atrial septal dissection. No immediate treatment was provided. Mr reduced to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information provided, the reported atrial perforation appears to be related to procedural conditions. The poor image resolution was due to user technique and patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.